Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Model: 5076-52, lead; implant: 2010 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) pacing lead was beyond the expected upper range. Also indicated on the analysis was oversensing due to non-physiologic signals/sic (sensing integrity counter).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that approximately one month after the patient fell their right ventricular (rv) lead showed signs of a possible lead fracture. The rv lead displayed lead warnings for an automatic polarity switch, unsuccessful pacing and many high/infinite impedance readings, along with many non-physiologic sensing events. The lead has been capped and replaced. No patient complications have been reported as a result of this event